Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified two broken sharp edges on the patch/shell bond edge, stress marks, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the analysis the final assessment was two sharp broken edges on the patch/shell bond edge assessed as unidentified (tear) opening. The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported unknown side ¿possible rupture¿ and ¿extracapsular silicone." Device had been explanted. This record is for the right side.